Manufacturer narrative:
The reported event of failure to interrogate was confirmed in the lab. The cause of the interrogation anomaly was due to installation of a wrong firmware version during device restoration. After the device¿s product code was restored, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause the reported event of backup operation could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was noted that a device reset occurred on the implantable cardioverter defibrillator (ICD). A new software was installed, but once installed the ICD could not be interrogated. The ICD was explanted and replaced. There was no injury or harm to the patient before, during or after the replacement procedure.